Event description:
It was reported the procedure was to treat a lesion in the ostium of the renal artery. The 7.0x18mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however during deployment the balloon ruptured, resulting in an edge dissection and a piece of the balloon breaking off. The separated piece of balloon was caught on the implanted stent. When the sds was removed the markers were on the shaft but only part of the balloon was still on the shaft. There was a filling defect within the stent. A snare device was advanced and the separated piece of balloon was caught. When trying to extract the balloon fragment, the snare gave free somewhere in the descending thoracic aorta and the separated balloon fragment was lost. A second stent was placed within the first stent, fully covering the lesion and the edge dissection. The patient had no symptoms due to the separated balloon fragment therefore the procedure was completed with excellent final results. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported balloon separation and foreign body in patient appear to be related to operational context of the procedure. Additionally, a conclusive cause for the reported dissection and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the ostium of the renal artery. The 7.0x18mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however during deployment the balloon ruptured, resulting in an edge dissection and a piece of the balloon breaking off. The separated piece of balloon was caught on the implanted stent. When the sds was removed the markers were on the shaft but only part of the balloon was still on the shaft. There was a filling defect within the stent. A snare device was advanced and the separated piece of balloon was caught. When trying to extract the balloon fragment, the snare gave free somewhere in the descending thoracic aorta and the separated balloon fragment was lost. A second stent was placed within the first stent, fully covering the lesion and the edge dissection. The patient had no symptoms due to the separated balloon fragment therefore the procedure was completed with excellent final results. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.